Manufacturer narrative:
Product complaint # (B)(4). Attempts to obtain the following information has been performed and the following was received. If the further details are received at a later date a supplemental medwatch will be sent once patient notified physician¿s assistant they removed the prineo mesh. Reoperation was not required. Upon removal the patient followed the following protocol: 1 layer 0.05% clobetasol cream. 2 layers vanicream¿. Cover creams for 15 min in towel soaked in 8 oz water and 1 oz white vinegar this was ineffective and the patient then moved to oral steroids. Patient pre-existing medical conditions (ie. Allergies, history of reactions) 2012 breast biopsy, I had an allergic reaction to the adhesive glue used, the skin got infected too, same area ,I remember taking antibiotics. Was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure? Was patient exposed to similar adhesives common in craft glues, artificial nails, eyelash adhesives? -patient said that prineo was not used in the past but they had a reaction to a similar product with adhesive. They were not aware of any allergies. Pa finally heard back from the patient and shared this information below: patient pre-existing medical conditions (ie. Allergies, history of reactions) was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure? I don¿t know. Was patient exposed to similar adhesives common in craft glues, artificial nails, eyelash adhesives? Yes, but I haven¿t had a reaction with these glues. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a total hip replacement surgery on (B)(6) 2020 and topical skin adhesive was used. The patient reported a skin reaction on incision of wound. Patient removed mesh and applied steroid cream. Cream was ineffective so doctor prescribed oral steroids. No device will be returned. Additional information was requested.